Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information from the complaint indicated that vessel dissection occurred in the treated left mca and nominal inflation pressure (6.0 atm) was applied during pta. While the cause could not be definitively determined based on available information, the reported patient vessel dissection is a known and anticipated complication to these types of procedures and patient condition, and is listed as such in the device directions for use. As a result, a cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during the procedure, vessel dissection occurred after dilation of the lesion. The physician attempted to deploy a stent to treat the dissection; however, the stent could not be deployed due to friction. The procedure was completed without stenting. No further information is available.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure, vessel dissection occurred after dilation of the lesion. The physician attempted to deploy a stent to treat the dissection; however, the stent could not be deployed due to friction. The procedure was completed without stenting. No further information is available.